Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the iliac and renal arteries. The iliac was treated first with the command 18 (210 cm) guide wire and it was next used to treat the right and left occluded renal arteries. The command 18 (210 cm) was used with intravascular ultrasound (ivus) however there was resistance with the ivus during crossing the occluded lesion. The guide wire was continued to be used and there was resistance during removal. Next, the command 18 (210 cm) guide wire and ivus were changed to a new command 18 (300 cm) and a new ivus; however, again there was resistance with the ivus during crossing the occluded lesion. The new ivus became stuck with the command 18 (300 cm) and it was attempted to remove the ivus. During this attempt, the command 18 (300 cm) perforated the vessel when the ivus was pulled strongly. All devices were then removed and a new command 14 guide wire was used and a balloon was used to dilate the lesion and a stent was placed. The perforation was then treated by occlusion using coil and the procedure was completed. The physician stated that the command 18 (210 cm) possibly had peeling or uneven coating. Both of the command 18 guide wires (300 cm) experienced resistance and there was a possible coating issue. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the retuned guide wire and the reported difficulty to advance and remove were confirmed. The reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove, and polymer peeling, appear to be related to case circumstances of the procedure. In this case, based on the reported information and returned device analysis, it is likely that during the advancement, the polymer coating became damaged against the anatomy and/or other devices used, resulting in the difficulty to advance. Further manipulation and/or inadvertent mishandling against resistance ultimately resulted in the noted polymer damages resulting in the difficulty to remove from the ivus and the appearance of the polymer peeling and reported perforation. The perforation was then treated by occlusion using coils and the procedure was completed. The noted bend on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.